Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on 2017-feb-21 reported the patient reported the event to the rep on (B)(6) 2017 the date of the scheduled explant where the rep met the patient. Rep did not know when the patient first started experiencing the pump pinching and psychological issues, or what diagnostics were performed related to the pump pinching and psychological issues. Rep also did not known the cause of the pump pinching and psychological issues or if the issue had been resolved. The patient's status/outcome was noted as "immediate post explant patient was awake and had normal vital signs." Rep had no further information.

Manufacturer narrative:
Concomitant medical products evaluation determined that there was no allegation of a device failure, but : product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and chronic low back pain. It was reported on an unknown date pump therapy was intolerable for patient causing lots of psychological issues. It was noted pump has been on minimum rate for a long period of time. Patient requested removal of pump due to the pump pinching in pocket site. Pump was removed by healthcare professional on (B)(6) 2017. Catheter was tied off and intrathecal portion remains implanted. It was noted to please update record.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.